Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. No moisture damage inside pump noted. Device was received with scratched lcd window, cracked case at display window corners,cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 209 mg/dl. Troubleshooting was performed. The device was returned for analysis.